Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced headaches following an MRI scan. It was stated the patient did not have symptoms prior to the MRI. Reportedly, after researching the product online, the patient indicated the issue was related to reverse polarization. As of (B)(6) 2018, the patient had not presented to the clinic to confirm whether the valve was reverse polarized. The patient's status was noted as alive - no injury.